Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and it was found that the downstream occlusion (dso) sensor was not reading the correct values to the mainboard, so it was alarming. The cause of the problem was a defective dso sensor, and it was replaced to fix the issue.

Manufacturer narrative:
B3: event date unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was constantly beeping after self-test. An air in line alarm was displayed frequently and the pump also needs battery replacement. There was patient involvement but no patient harm/adverse event reported.